Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for 2 patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The samples were initially tested on liat and retested at least once on a separate liat instrument and generated a positive result for sars-cov-2 (negative flu a & b). The samples were also retested on cobas 6800 and another unknown platform and generated negative results for sars-cov-2. No further detail was provided at this time. An investigation is ongoing.

Manufacturer narrative:
An investigation is ongoing. A supplemental MDR will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
An investigation was performed and concluded that no product problem was found neither on the instrument itself or the specific reagent lot used for these samples. With the data reviewed and information provided by the customer it was concluded that it is highly likely that these samples are true lod samples. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Additionally, as the customer re-tested samples using another test platforms, differences between them could also explain the result discrepancies. (B)(4).